Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 26, 2019 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, while they where advancing the laser fiber, it was broken inside the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.